Manufacturer narrative:
The returned device was analyzed and the reported allegations of deflation and mechanical issue was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined.

Event description:
It was reported that the patient underwent a revision procedure due to the pump not working, the device would not inflate/deflate with an inflatable penile prosthesis (ipp). The physician attempted troubleshooting steps without success. The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to the pump not working, the device would not inflate/deflate with an inflatable penile prosthesis (ipp). The physician attempted troubleshooting steps without success. The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to the pump not working, the device would not inflate/deflate with an inflatable penile prosthesis (ipp). The physician attempted troubleshooting steps without success. The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted.